Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 20, 2020 - january 21, 2020. H10: two (2) devices were received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range for both samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. After the expected 46-hour infusion time it was observed approximately 20% of the solution remained in the device. The device had been filled with 4800mg cefepime in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.